Event description:
Stem loosened requiring revision surgery

Manufacturer narrative:
H3: evaluation summary can find no cause by examining components. The polyethylene does not show excessive wear. The pmma precoating bonded properly with the cement. There is a very small piece of cement attached to the anterior or posterior side of implant (paperwork does not indicate right or left hip). No excessive burnishing to show extensive motion between cement mantel and implant (no x-rays supplied). The affected dimensions meet requirements. The tibac cup was damaged possibly during removal. The stem is slightly burnished. A very slight amount of pmma coating remains. This report is being amended to include additional info in section h3, h4 and h6.